Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy orders and patient information were delayed or down for 8 to 12 hours. A technical support specialist (tss) found that hrcc consistently experienced communication issues, with devices frequently entering critical override during the day. A communication issue was identified on the es server, and restarting the external messaging service resolved the problem and cleared the alert from health site (hs) viewer. With the service running properly, the issue was resolved, and the case was marked complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pharmacy order was delayed. The customer information technology team attempted to resolve the issue; however, on their end, everything was crossing over without interruption. The issue occurred when some units reported that, although the order was verified, it was not visible on the pyxis device. However, there were no delays or adverse events or injuries reported based on this event.